Event description:
According to the reporter, upon firing, the surgeon did not hear a click or crunch indicating a complete fire. The anastomosis leaked due to improper staple formation. Surgeon had to hand sew the entire anastomosis. Surgery was delayed approx 2 hours. Sex: male. Procedure: lar.

Manufacturer narrative:
.